Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that when patient is sitting or standing up, the device is providing stimulation as though she is laying down and would start going soft by itself. It was reported that when the patient would lay down the stimulation would shift to ¿full hard power.¿ it was stated the device was ¿confused.¿ it was stated this just started occurring at the end of (B)(6). It was stated there were no falls or trauma. It was stated that in early (B)(6), the area around her device was tender to the touch, but then began to feel fine on its own. It was noted there were no visual indications of anything occurring at that time. It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. Two months later, it was reported nobody had helped the patient¿s stimulation issues. If additional information is received, a follow up report will be sent.